Event description:
It was reported that the patient had a synthes trochanteric fixation nail (tfn) inserted into the patients right femur at another facility. The helical blade was too long and needed to be replaced with a shorter helical blade. During the revision surgery on (B)(6) 2014, after successfully pulling the helical blade, the short replacement blade would not go in properly so the surgeon decided the best option for the patient was to pull the tfn and replace with another competitors nail. After removing the distal locking screws and fighting through thick soft tissue proximally, the surgeon was able to engage the extraction rod into the proximal end of the nail with the assistance of a 2.8 guide wire. The nail was then backed out of the patient and a replacement nail was then inserted. However, when the instruments were sent to be washed; the decontam could not separate the nail from the extraction rod because the two had become cross threaded. No delay in surgery. This report is for an unknown extraction rod this report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID reported as (B)(6). This report is for unknown extraction rod. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Upon receipt and investigation of the parts involved with this complaint, the part associated with this tree has no allegation against it.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.